Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
It tore in me, a piece remaining stuck in my vagina [foreign body in reproductive tract]. It tore in me- tampon [device breakage]. Removing my tampon, it tore in me, a piece remaining stuck in my vagina [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon tore during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
It tore in me, a piece remaining stuck in my vagina [foreign body in reproductive tract] it tore in me- tampon [device breakage]. Removing my tampon, it tore in me, a piece remaining stuck in my vagina [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon tore during removal. No serious injury reported.